Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  In addition to the mechanisms above, patient factors (severe calcified nodule between rcc and ncc) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through a hotp conference discussing "annular rupture during transcatheter aortic valve replacement: novel treatment with amplatzer vascular plugs", after deployment of a 23mm sapien 3 valve, an annular rupture occurred. The rupture was treated with an amplatzer plug.  Uneventful deployment; mild-moderate pvl so decided to post-dilate ¿ eliminated pvl. Bp dropped, identified perforation into the pericardium, opted not to proceed with open procedure d/t patient frailty. Used 6mm amplatzer plug via shuttle sheath, was partially blocked by valve frame, used 5f diagnostic catheter to deliver avp4.

Manufacturer narrative:
This event was previously reported by edwards lifesciences. Additional information revealed that this complaint is a duplicate of manufacturer report # 2015691-2017-04394. This complaint will be investigated via manufacturer report #2015691-2017-04394. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.